Event description:
The customer called with a complaint that only part of the numbers on the display are showing when they insert a strip into the meter. During the troubleshooting process, it was determined that there are several missing segments from the hundreds, tens, and units positions of the display. A request was made to have the meter returned for evaluation. In the meantime, a replacement unit has been provided. The customer has been invited to contact the co's 24/7 customer service line should any problems or questions arise.